Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information, assisted with resetting the pump, and advised the customer to continue using the pump. The caller was instructed to contact support again if the malfunction code recurs and acknowledged understanding of these instructions.